Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sedr01 implantable pulse generator (ipg) (B)(6) 2012 4568 implantable pacing lead (B)(6) 2003. (B)(4). (B)(6).